Event description:
The user facility reported that the user noticed leakage during usage of the involved terumo surflo IV catheter. The user confirmed the leakage using a syringe filled with water. The leakage was confirmed at the connection between the catheter and the hub. A hole on the catheter tube was observed near the catheter hub tip. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. Additional information was received on 06 feb 2023: the user did not encounter difficulties during the insertion of the IV catheter into the patient the user noticed the leakage just after connecting the infusion line and starting the infusion drops, so it was probably for one minute. The affected product was immediately removed and a new surflo product was used. No impact on the patient health condition was observed. No health impact occurred, and the patient was in normal condition.

Manufacturer narrative:
Age & date of birth: unknown. Weight: unknown. Ethnicity: unknown. Expiration date: 2027-07. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual sample was not available. Instead, a reference photo of the sample evaluation from tc shows a catheter tube with a hole near the tip of the catheter hub. The appearance of the hole shows that the catheter tube has been punctured from the inside. The v-shaped puncture on the catheter tube resembles the shape of the needle tip and bevel. Tc has confirmed through their visual assessment that the catheter tube punctured 18.5mm away from the catheter tip. The leak was observed on the punctured site during the leakage check. A positive blood reaction confirmed that the product had already been used. Retention samples were visually inspected and confirmed free from holes on the catheter tube, scratches, damage, and deformation on the catheter tube that might lead to leakage. The samples were also evaluated for the leakage test. All samples showed passed results. We have received three (3) complaints covering fy20 to fy22 (february 6, 2023), from the same issue where the cause was not identified as related to our product or production process. The root cause of the complaint is confirmed as not related to our product or production process. The leakage of the infusion solution during customer use is caused by a v-shape hole in the catheter tube. The tube could have been punctured by a needle which is only likely to happen if the needle is reinserted into the tube during catheter placement. Verification of retention samples showed no related defects that would lead to damage to the catheter tube and passed the leakage test. We have two stages of visual inspection. The defects on the catheter tube such as scratches, holes, dents, and bent or needle stick out can be detected. The lot history file showed no related nonconformity or irregularity that could have led to the complaint. Before shipment, qc conducts an outgoing inspection to check the condition of the product. All the samples passed. Therefore, we advise following the instructions for use (IFU) for the proper use of the IV catheter which includes warnings that, if re-penetration is unavoidable, the catheter may be stripped off or the catheter may be damaged. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).